Event description:
During delivery into the pt's eye, this lens exited the delivery device incorrectly and was damaged. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00404 for delivery device used with this lens.